Manufacturer narrative:
Customers received, notification of the field action. The reported issue of a dim segment is confirmed, based on the field action. Device repair or returns are handled within the scope of the field action. Device history record (DHR) reviews are not required for field action complaints, because the root cause of the issue is known. The investigation is documented within a CAPA, and a field action has been initiated. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported, that allegedly, fourth top right and bottom left segments were dim for three devices. And fourth top right segments were dim for two devices. Reportedly, the display boards of five large volume pump modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly fourth top right and bottom left segments were dim for three devices and fourth top right segments were dim for two devices. Reportedly, the display boards of five large volume pump modules will be replaced. There was no reported patient involvement.